Event description:
It was reported that tip detachment occurred. An angiojet solent proxi was used for thrombectomy procedure. During device removal, the catheter tip snapped. The procedure was completed using alternate method. No complications were reported.